Event description:
A surgical tech reported that an intraocular lens (iol) delivery system cartridge was damaged. An enlarged incision was required. The association between this event and the delivery system is not known. Add'l info has been requested.